Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed bilateral pneumothoraces, requiring placement of two chest tubes and hospitalization. The lung biopsy procedure was completed as planned. Upon waking, the patient's oxygen saturation was not within desired parameters. The patient was reintubated and further assessment revealed a pneumothorax in each lung. Two chest tubes were placed (one on each side), and the patient was admitted. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.